Event description:
It was reported to boston scientific corp that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilation procedure. According to the complainant, the balloon was inflated to 18mm and then to 19mm successfully. When it was inflated to 20mm, the balloon burst. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).